Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Ther weas no evidence in the event history log. Functional testing for the battery issue was unable to be duplicated. Functional testing for the dso seal was able to duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported: ¿battery empties fast, air bubble under rubber sensor". There was unknown patient involvement.